Event description:
It was reported that while the doctor was attempting to deploy via the right femoral, the filter became stuck at the distal marker, closest to the tip. The doctor could not deploy the filter. The delivery system was removed and another filter was placed successfully. No pt injury was reported.

Manufacturer narrative:
The device history records could not be reviewed, as the lot number was unk. Upon inspection, the storage tube and the y-body appeared clean and intact. The touhy nut was tight. The dilator was introduced into the introducer sheath with no problem. The pusher wire was introduced into the introducer sheath and the cup appeared to get stuck at the proximal end of the proximal band. The handle of the pusher wire appeared slightly bent. All measurements for the pusher wire were within specification. Upon inspection of the returned introducer sheath, the sheath appeared to have been slightly stretched but was clean and intact with no other visible damage. The introducer sheath od and length did not meet specification, due to the stretched condition of the returned sheath. A portion of the distal section was dissected to expose the proximal band where the pusher wire cup would not pass through the introducer sheath. There was a pusher wire cup impression in the wall of the introducer sheath at the proximal band. The returned filter had 2 legs crossed and 2 pedals of the dome appeared misshaped. The legs of the filter were uncrossed manually, the dome pedals were adjusted manually and heat was applied to the filter. The filter took shape, all the legs and hooks were intact and the dome reshaped to specification. All filter measurements were within specification. The result of the investigation was confirmed for failure to deploy based on the pusher wire cup impression in the wall of the sheath; however, the definitive root cause is unk.